Event description:
Patient presented to physician with infected ipg incision limited to the epidermis/dermis. Antibiotics were prescribed by the physician to treat the infection.

Event description:
Infection reported resolved as of (B)(6) 2021.